Event description:
It was reported to philips that the system displayed an alert that the x-ray was disabled, preventing imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the preparation process. The procedure was rescheduled and completed. The field service engineer (fse) checked the device on site and confirmed that the system was unable to emit x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the error "tube defect, x-ray disable" was displayed, and the system failed to emit x-rays. Fse also found that the problem was traced to cube data loss and inadequate 3v power. To resolve the issue, fse replaced the lithium battery in cube, reconfigured the generator and did the tube adaptation. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.